Event description:
Related manufacturer reference number: 3006705815-2023-03766. It was reported that the patient's scs leads had migrated and have high impedance. Surgical intervention occurred where the leads were explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.